Manufacturer narrative:
The complaint part was evaluated and exhibited a broken rod at the end spool section. A dimensional inspection was conducted, and all dimensions measured were in specification/tolerance as compared to drawing dimension. Upon closer eval, the rod portion seems to have been bent intraoperatively in the mediolateral plane, not in the sagittal plane, which may have stressed the implant and contributed to the breakage. Based on record review of all available info, it is determined the transition 2 level implant design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
It was reported to globus that a pt required revision surgery due to the breakage of a transition 2 level implant. Initial implant surgery took place (B)(6) 2012. The revision surgery took place (B)(6) 2012. The surgery was a rigid rod throughout the entire construct. The level of support was l2-s1.